Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter: customer states tubes are filling past inner etch line.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were evaluated and do not show the customer¿s failure mode of overfill. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to overfilling as all samples met specifications. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill. The following information was provided by the initial reporter: customer states tubes are filling past inner etch line.